Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3887-33, lot# l59633, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).

Event description:
The patient has a stimulator with a double lead. Last thursday, the patient went to turn the stimulator on and he found out he had nothing on his screen; nor was anything working with the stimulator. Several different assortment of batteries were tried with no ¿avail.¿ the patient did contact his doctor¿s office. The patient would like someone to get a hold of him, so we can get something done. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.